Event description:
Additional information was received from a healthcare provider (hcp). An empty pump was confirmed with a physician programmer. It was noted the patient was in the hospital, so they were unable to fill the pump. They were planning on filling the pump with saline on (B)(6) 2016 and run it at the lowest simple continuous rate of 0.048 mls per day until it cleared. The "tdv" was calculated to be about 0.465 mls with a duration of about 9.7 days to clear. No symptoms were reported.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl [500mcg/ml] at a rate of 39 9.67mcg/day and bupivacaine [5mg/ml] at a rate of 3.9967mg/day via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient did not show up to a refill appointment on the week prior to report, and it was calculated that the pump went empty on (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.